Event description:
There was reported in the ccl with the iab inserted and the proximal end never unwrapped. This was verified on fluoro. The clinician tried to manually inflate the iab without success. The pump was alarming high pressure. The md removed the iab and placed a second iab. The pump alarmed helium loss and the bpw was rectangular size. The console was exchanged and the same alarms occurred, high pressure and the bpw were rectangular. Arrow clinical support (acs) told the clinician to decrease the iab by 2cc to 38cc. Acs then told the clinician light bulb will remain blue because the zeroing was done on the first pump. The nurse was instructed to check the calibration of the fos on the new pump. The pump alarmed high pressure again. Acs instructed the nurse to decrease the volume by 2cc to 36cc. The patient's vital signs were stable. The md decided to removed the iab. A follow-up report will be filed if more information becomes available.